Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained rv oversensing episodes were noted. The r wave had dropped and threshold had increased. A new lead was implanted and the issue was resolved. The patient is in stable condition.